Manufacturer narrative:
An intuitive field service engineer (fse) replaced the integrated electro surgical generator unit (iesu) to resolve the issue. Isi did receive the iesu to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint when the unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure that there was an issue with the coagulation function while using the permanent cautery hook (pch) instrument. The caller swapped the energy cables, changed the ground pad, replaced the instrument, and power cycled the integrated electro surgical generator unit (iesu) but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found several c-34 faults. The caller also swapped the monopolar ports on the generator, but the issue remained. The tse asked if there was another esu or CT scanner nearby. The caller stated yes. The tse explained that the issue could be related to magnetic interference. The caller turned off the other esu. The tse had the caller power cycle the erbe, but the issue remained. This is the extent of the information available. There were no reports of patient injury.